Manufacturer narrative:
Zoll medical corp has received the prod and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing the device failed to power on. Complainant indicated that there was no pt involvement in the reported malfunction.